Event description:
It was discovered during in-house testing during 12/91 that a possible malfunction could occur on the accessory controller pcb. A situation existed such that if there was a failure of two microprocessors to communicate with each other during initialization (within the time period of a watch-dog timer) the microprocessors could lock-up and stop running. The situation came about due to a change made to an assembly by a vendor without notifying varian. The lock-up situation (described in section b5) can never result in the misadministration of radiation to an unintended area, ie, outside the target area. An accessory controller lock-up can not alter the field size or gantry position. For an improper irradiation to occur, the initialization data retained by the console must match the wedge selected by the therapist at the console, and wedge installed in the clinac must not match the console selection. In any other combination the accessory interlock will be asserted, and the radiation beam cannot be turned on.